Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified, mid left anterior descending (lad) artery. Following deployment of a 2.75/15 non bsc stent, an opticross¿ imaging catheter was selected for post intravascular ultrasound. After pullback was performed, the physician tried to withdraw the opticross¿ imaging catheter however, the device was stuck in the middle of the implanted stent. The physician then rotated the imaging catheter and inserted a 0.18 guidewire and successfully removed the opticross¿ imaging catheter. The physician noted that the 2.75/15 non bsc stent was not sufficiently inflated although the stent was inflated at 18 atmospheres during deployment. The procedure was completed with this device. No patient complications were reported and the patient's status is good.